Event description:
The following has been reported: nurse reported: "when placed ivenix tubing cassette into the cassette holder of the ivenix infusion pump, chemotherapy from the tubing started a small leaking out of the cassette holder. When removed the cassette from pump it was not obvious where the failure point was as no visible leaking when disengaged from pump. Reinserted tubing cassette into the ivenix pump just to double check and chemo once again a small leak began leaking down out of the cassette. Chemotherapy with the ivenix tubing still attached placed back into the biohazard bag and returned to pharmacy. Pharmacy needed to remake the chemotherapy for this patient. No sample available patient harm: no a preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.